Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgical procedure conducted at the user facility the tracker was measuring to the left when used in conjunction with a navlock. No adverse consequences, medical interventions, delays, or impact to the patient were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tracker was measuring to the left when used in conjunction with a navlock. No adverse consequences, medical interventions, delays, or impact to the patient were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the tracker was measuring to the left when used in conjunction with a navlock. No adverse consequences, medical interventions, delays, or impact to the patient were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tracker was measuring to the left when used in conjunction with a navlock. No adverse consequences, medical interventions, delays, or impact to the patient were reported with this event.